Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate unresponsive keypad. The keypad was undamaged and when removed for investigation, contamination was noted under all keys. Unrelated to this complaint, the display was dim and faded. When replaced with a test screen, the display functioned normally.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) contrast button issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.